Manufacturer narrative:
(B) (4).

Event description:
Th system was explanted due to a pump pocket infection. It was noted that the patient was unable to heal secondary to the patient's health and habits; the patient was a smoker and a diabetic. The patient recovered without sequela. The device system was used to deliver hydromorphone (500.0 ug/ml 84.01 ug/day).